Event description:
It was reported that patient faced the infusion set fell off as patch lost its stickiness on (b)(6) 2026. The blood glucose level was high at the time of event treated by manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.